Manufacturer narrative:
(B)(4). There is a possible temporal relationship between ccpd treatments with the liberty cycler and the patient experiencing chest pain and hospitalization for pericarditis/pericardial effusion. At the time of this clinical investigation, there have been no reported allegations against a liberty cycler device malfunction that may have contributed to the patient¿s adverse event of pericarditis/pericardial effusion. It was reported by the patient¿s son that the pericarditis/pericardial effusion was related to the patient¿s preexisting heart condition. Based on the information in the file, actual causality/etiology cannot be fully determined. Should additional information become available this clinical investigation will be re-evaluated. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported the patient was reportedly in the hospital and it was stated the patient was able to perform manual peritoneal dialysis (pd) until receipt of the replacement cycler. On 08/01/2017 (during a follow up call), the patient¿s son reported the patient experienced chest pains (on unknown date) and was hospitalized on (B)(6) 2017 with pericarditis and pericardial effusion. Details of the hospitalization were unknown. Additionally, the patient¿s son stated the pericarditis/pericardial effusion was related to the pt¿s pre-existing heart condition. It was also reported the patient was discharged from the hospital on (B)(6) 2017 and the patient continued ccpd therapy on the replacement cycler received without reports of further issues. Furthermore, the patient¿s son stated the patient completed all pd treatments via manual exchanges while waiting for the replacement cycler.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. Exterior visual inspection showed signs of physical damage. Peeled paint on the heater tray, a cracked on the cassette door and damaged/ broken bezel. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. There was visual evidence of dried fluid encountered within the recess of the bottom cover adjacent to the pump during internal inspection. The cause could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported the patient was reportedly in the hospital and it was stated the patient was able to perform manual peritoneal dialysis (pd) until receipt of the replacement cycler. On 08/01/2017 (during a follow up call), the patient¿s son reported the patient experienced chest pains (on unknown date) and was hospitalized on (B)(6) 2017 with pericarditis and pericardial effusion. Details of the hospitalization were unknown. Additionally, the patient¿s son stated the pericarditis/pericardial effusion was related to the pt¿s pre-existing heart condition. It was also reported the patient was discharged from the hospital on (B)(6) 2017 and the patient continued ccpd therapy on the replacement cycler received without reports of further issues. Furthermore, the patient¿s son stated the patient completed all pd treatments via manual exchanges while waiting for the replacement cycler.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient suffered from pericarditis and had been hospitalized with chest pains due to fluid buildup around her heart (pericardial effusion) and had been discharged on (B)(6) 2017. The contact stated the hospitalization event was due to her pre-existing heart condition and was unrelated to his mother's peritoneal dialysis regimen. William the contact stated the pd patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Medical records were requested.